Manufacturer narrative:
The second driver reported to have been used and broke in the case; 87013; t25 self retaining driver (stainless steel), lot# 7746206, manufactured 5/3/2016. Both arsenal drivers are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
While inserting an iliac polyaxial screw, the surgeon was getting good bone purchase when it became difficult to drive the screw into the bone. The tip of the polyaxial screwdriver popped off and the same thing happened with the second driver when adjusting the screw. The surgeon was able to retrieve the broken pieces from within the polyaxial screw. Nothing was left in the patient. The event caused the case to be extended 30 - 40 minutes.

Manufacturer narrative:
Both part numbers (B)(4) have an identical t-25 hexalobe tip geometry which engages with the implants female hexalobe feature during insertion. An evaluation of the returned drivers found that the t-25 hexalobe tip of both instruments were fractured or deformed. The distal tip of (B)(4); locking polyaxial screwdriver was broken; where the hexalobe tip was sheared/detached from the instrument. The distal tip of (B)(4); t25 self retaining driver was significantly deformed to a condition where the instrument is no longer functional. Additional information provided by the sales rep indicated the surgeon was attempting to insert arsenal screws into a patient with hard dense bone which requires an increased torsional loading on the driver. The increased torsional load above the design limits will result in deformation/breakage of the t-25 hexalobe tip geometry.